Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that one needle leaked vaccine prior to administration.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The returned samples and retained samples were visually and functionally tested. No issues were found therefore we were unable to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.